Event description:
It was reported that the customer received an occlusion alarm during basal and bolus delivery. The customer's blood glucose level was not impacted. The customer changed out the supplies shortly after the alarm. Reportedly, the cartridges were used for 3 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.